Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as irritation under the breast where it felt like the device components were cutting into them, though it is not open at this time, more of a redness/irritation. The patient also advised that the device is itchy under the te pads. Patient also stated they are not able to wear the lv as wearing around the neck had their shoulder go into a spasm also when trying to carry around the waist it cause the back to also go into a spasm. The patient went to their chiropractor and got it straightened out. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the skin irritation improved.